Manufacturer narrative:
The reported issue that the syringe pump had error code 354.6770 could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe pump is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 13dec2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference : n/a. The customer stated that there was no patient involvement.

Event description:
It was reported that three syringe pump modules displayed error code 354.6770 and were repaired. Biomed reconnected the cable between the logic board and pressure sensor, and plugged the unit in for calibration. The device then showed error code 200.5040 and biomed flashed firmware. The device passed all calibration except for pressure, and the pressure sensor was replaced. The device was calibrated and performed accuracy and functional checks, and software pm. There was no patient involvement. Although requested, no further information was provided.